Event description:
It was reported that the patient had 3 xience stents implanted in 2012 and presented with a possibly allergy due to the xience v stents. An allergy test performed that the patient was found to have an allergy to cobalt chromium. It is unknown what treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of hypersensitivity is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Date of event and date of implant have been estimated. The additional rx xience stents referenced are being filed under separate medwatch reports.

Manufacturer narrative:
(B)(4). It was reported the xience v stents were implanted in a restenotic lesion. It should be noted the instructions for use states: the xience v everolimus-eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. It is unlikely that the use of the xience stent in a restenotic lesion contributed to the reported patient effects.

Event description:
Subsequent to the previously filed reports, new information received states the patient was experiencing a cutaneous rash. All three xience stents had been implanted in a restenotic section of the left anterior descending artery on (B)(6) 2012. The date the rash started was not provided. No additional information was provided.